Event description:
The user facility reported that water hoses from two system 1e processors had separated, resulting in flooding in the department. User facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris technician inspected the units and found the 90 degree factory crimp fittings had separated at the uv housing inlet connections on both processors. The technician replaced the hoses and power supplies which were damaged due to the water. The technician tested the units and confirmed they were operational. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.